Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump alarmed with a replace battery message during a rewind step. Product analysis testing was prohibited due to a recurring replace battery alarm. Moisture was visible in the display and a crack was observed near the top right corner of the display screen. A leak test verified a leak at the crack in the case. The pump was opened and moisture damage was found on the pcb. Product analysis was unable to adequately investigate the pump due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter stated that the pump was hot and that it had been exposed to moisture in the shower but that there was no evidence of moisture in the pump. Reportedly, there was no damage to the battery cap or battery compartment and the reporter stated and that the battery cap had never been changed. The user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.